Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump had failed battery test alarm after using test battery cap due to corroded battery tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 208 mg/dl at the time of incident. The customer's daughter stated that the battery cap was corroded. The insulin pump will be returned for analysis.